Event description:
Boston scientific was notified that: an endovascular aneurysm embolization procedure was performed using guglielmi detachable coils delivered through an excel 14 microcatheter, supported by a 6f 100cm guider soft tip capped with a rotating hemostatic valve. The physician felt that the microcatheter "flushed" down the guide catheter as a check angio run was performed following 1st coil placement resulting in it rupturing out through the fundus of the aneurysm, causing an acute catastrophic rebleed. The pt died.